Manufacturer narrative:
(B)(4). S.w version unknown retainer ring = black case type = ngp customer returned pump for an alleged cosmetic damage located at the back found on (B)(6) 2023. The pump was received with a scratched case. No crack was found on the pump case noted during visual inspection. The pump was also received with a blank display. Unable to perform the displacement test, self test, active current measurement and sleep current measurement due to a blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found a cracked and bleeding lcd glass. A cracked u5/pcba 2 was also noted. No corrosion or moisture damage found on the pcba 1, pcba2, force sensor, motor and vibrator assembly noted. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a missing segments/partial display noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. A blank display was confirmed due to a cracked u5/pcba 2. A missing segments/partial display was confirmed due to a cracked and bleeding lcd glass (pcba 1). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a serial number label fading. Cosmetic damage at the back was not confirmed, however, other cosmetic damage was noted. Unable to perform the required testing, download history files and traces using thus due to blank display. A blank display was confirmed due to a cracked u5/pcba 2. A test pcba 2 was used, however a missing segments/partial display was confirmed due to a cracked and bleeding lcd glass (pcba 1). "The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. ¿select patient information cannot be provided due to regional privacy regulations.""" Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had crack in the back of the pump case. Troubleshooting was performed and found that retainer ring was not damaged. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump and the device was returned for analysis.